Manufacturer narrative:
This is default text configured for block h10.

Event description:
The medication did not deliver from device upon administration, syringe was placed in sharps container [product dose omission issue]. The medication did not deliver from device upon administration, syringe was placed in sharps container [device delivery system issue]. Case narrative: this initial spontaneous report concerns of events product dose omission issue and device delivery system issue in a patient (age and race were not reported) from the united states. On 18-jun-2026, amneal pharmaceuticals received information from the pharmacy technician via an email concerning above mentioned adverse events experienced by the patient while epinephrine injection (auto-injector). The patient was being treated with epinephrine injection (auto-injector) 0.3 mg (lot g240102x, exp: 31-jul-2027) (frequency and therapy dates not reported) via intramuscular route for an unknown indication. Concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption, recreational drug use, historical drug and laboratory tests were not reported. On (B)(6) 2026, the nurse attempted to inject the medication, and the medication did not deliver to the patient from device upon administration, syringe was placed in sharps container. However, upon failure to deliver medication, a different manufacturer's product was used. Last action taken with epinephrine in relation to product dose omission issue and device delivery system issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events and product dose omission issue and device delivery system issue were unknown. The reporter did not provide causality of product dose omission issue and device delivery system issue with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited.